Manufacturer narrative:
Samples are available that have not yet been received at manufacturing for evaluation. No lot number information is available for this report. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that four ophthalmic forceps became unable to open and close during a combination cataract and vitrectomy surgery. An alternate forceps was obtained in order to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. Four forceps samples were received in inner and outer blisters without the cover foil. Three of the returned forceps showed surgery residuals. No lot number was identified with this complaint therefore, the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. The four received samples were visually inspected with the aid of a photomicroscope with various magnifications. Three of the samples show surgery residuals and one looks unused. After cleaning, it was found that on three samples the tubes are loose which block the forceps from activating. The customer¿s complaint was confirmed. The fourth sample was also cleaned and it was possible to activate as it opened and closed the grasping arms multiple times. On this device, the reported issue was not reproducible. Root cause could be determined to be an improperly performed bonding procedure. Investigations performed in 2018 by the associated manufacturing site led to an improvement in the bonding process whereby an additional 4th gluing dot was applied instead of three, ensuring a better connection between the tip-tube and sleeve. The manufacturing site improved the bonding process by increasing the amount of glue, adding a 4th gluing dot instead of three, ensuring a better connection between the tip-tube and sleeve. Data will continue to be monitored for evidence of trending. The manufacturer internal reference number is:(B)(4).